Event description:
Pt presented with contact lens lodged beneath left upper lid of left eye. The foreign body caused eye pain, photophobia, papillary conjunctivitis, and superficial punctate keratitis. Contact lenses were purchased from an unlicensed vendor with limited instruction on lens care, and no instruction on insertion and removal. The unlicensed vendor is a beer and wine carry out. Reporter has previously been involved in reporting the sale of contact lenses by this establishment to the optical dispensers board, who have yet to act on the illegal dispensing practices.